Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's stimulator "would not work to charge them." The manufacturer representative taught the patient how to use the stimulator to recharge it. It was reported that it took two full hours. Then they were able to get the patient fully charged and it was working fine.

Manufacturer narrative:
Concomitant product(s): product ID: 3998, lot# v973526, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. Poor communication was reported. The last successful recharge was 2 to 3 weeks ago. The consumer was not able to communicate with the implantable neurostimulator recharger. No symptoms were reported. Relevant medical history includes spinal pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.